Event description:
Event verbatim [preferred term] awoke to find a red/brown stain on her sheets which she can only think has come from this wrap [device leakage], wore them overnight [device use error]. Case narrative:this is a spontaneous report from a non-contactable consumer. A female patient of unspecified age, started to use thermacare heatwrap (thermacare lower back & hip), at an unspecified frequency from an unknown date and for an unspecified indication. The patient medical history and concomitant medication were not reported. Patient used one of the wraps, it would not stick so she used tape to keep them on, she then wore them overnight and awoke to find a red/brown stain on her sheets which she could only think it had come from the wrap. She confirmed that the product had heated up and done the job required. It was only the stain and the non-sticking, she was calling about. The lot number and expiry date was not given as they were not available. The action taken with the thermacare heatwrap and the outcome of the event were unknown. Product quality complaint group indicated following: the information in this report was regarded as either involving an event or a malfunction associated with an s3 or greater severity. The complaint was not classified as an adverse event at the time. The reporter information was not available. At the time, it was not a requirement to investigate when there were no batch details, so the case was trended and closed. The case was transferred to citi. An investigation was created for this complaint and will be completed. Additional information has been requested and will be provided as it becomes available. Follow-up (29oct2019, 31oct2019): new information received the ireland product quality complaint group includes: pcom number, and that the complaint was previously trended and closed, but now investigation was created. Removed information from investigation result fields (qc and additional manufacturer narrative fields). Follow-up (07jan2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment the events "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) and wore them overnight (device use error) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the events "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) and wore them overnight (device use error) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Event description:
Event verbatim [preferred term] awoke to find a red/brown stain on her sheets which she can only think has come from this wrap [device leakage] , wore them overnight [device use error] , . Case narrative:this is a spontaneous report from a non-contactable consumer. A female patient of unspecified age, started to use thermacare heatwrap (thermacare lower back & hip), at an unspecified frequency from an unknown date and for an unspecified indication. The patient medical history and concomitant medication were not reported. Patient used one of the wraps, it would not stick so she used tape to keep them on, she then wore them overnight and awoke to find a red/brown stain on her sheets which she could only think it had come from the wrap. She confirmed that the product had heated up and done the job required. It was only the stain and the non-sticking, she was calling about. The lot number and expiry date was not given as they were not available. The action taken with the thermacare heatwrap and the outcome of the event were unknown. Product quality complaint group indicated following: the information in this report was regarded as either involving an event or a malfunction associated with an s3 or greater severity. The complaint was not classified as an adverse event at the time. The reporter information was not available. At the time, it was not a requirement to investigate when there were no batch details, so the case was trended and closed. The case was transferred to citi. An investigation was created for this complaint and will be completed. According to product quality complaints from manufacturing site: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being package. Rsnbly suggest device malfunction was yes. Severity of harm was s1. The sample had not been received by the site. Additional information has been requested and will be provided as it becomes available. Follow-up (29oct2019, 31oct2019): new information received the ireland product quality complaint group includes: pcom number, and that the complaint was previously trended and closed, but now investigation was created. Removed information from investigation result fields (qc and additional manufacturer narrative fields). Follow-up (07jan2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (10jan2020): new information received from product quality complaint group includes investigation results for the subclass adhesion/fastening defect. Company clinical evaluation comment the events "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) and wore them overnight (device use error) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the events "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) and wore them overnight (device use error) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
According to product quality complaints from manufacturing site: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being package. Site sample status: not received.

Event description:
Awoke to find a red / brown stain on her sheets which she can only think has come from this wrap [device leakage], wore them overnight [device use error]. Narrative: this is a spontaneous report from a non-contactable consumer. A female patient of unspecified age, started to use thermacare heatwrap (thermacare lower back & hip), at an unspecified frequency from an unknown date and for an unspecified indication. The patient medical history and concomitant medication were not reported. Patient used one of the wraps, it would not stick so she used tape to keep them on, she then wore them overnight and awoke to find a red/brown stain on her sheets which she could only think it had come from the wrap. She confirmed that the product had heated up and done the job required. It was only the stain and the non-sticking, she was calling about. The lot number and expiry date was not given as they were not available. The action taken with the thermacare heatwrap and the outcome of the event were unknown. Product quality complaint group indicated following: the information in this report was regarded as either involving an event or a malfunction associated with an s3 or greater severity. The complaint was not classified as an adverse event at the time. The reporter information was not available. At the time, it was not a requirement to investigate when there were no batch details, so the case was trended and closed. The case was transferred to citi. An investigation was created for this complaint and will be completed. This investigation was conducted for an unknown lot number lower back / hip (lbh) 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and / or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion / fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being package. Reasonably suggest device malfunction was yes. Severity of harm was s1. The sample had not been received by the site. Product investigation results on 07feb2020 were as follows: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Complaint class: product appearance complaint subclass: heat cells damaged/leaking. Upon follow-up on 12mar2020, investigation results were as follows: summary of investigation: review of the manufacturing site investigation states that the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and / or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged / leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status was not received. Follow-up (29oct2019, 31oct2019): new information received the ireland product quality complaint group includes: pcom number, and that the complaint was previously trended and closed, but now investigation was created. Removed information from investigation result fields (qc and additional manufacturer narrative fields). Follow-up (07jan2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (10jan2020): new information received from product quality complaint group includes investigation results for the subclass adhesion/fastening defect. Follow-up (07feb2020): new information received from product quality complaint group includes product investigation report. Amendment: this follow-up report is being submitted to amend previously reported information: added investigation results. Follow-up (12may2020): this follow up is being submitted as a final report as investigations are completed and closed., comment: the events "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) and wore them overnight (device use error) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back / hip (lbh) 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion / fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being package. Reasonably suggest device malfunction was yes. Severity of harm was s1. The sample had not been received by the site. Product investigation results on 07feb2020 were as follows: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Complaint class: product appearance complaint subclass: heat cells damaged / leaking. Upon follow-up on 12mar2020, investigation results were as follows: summary of investigation: review of the manufacturing site investigation states that the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status was not received.

Manufacturer narrative:
According to product quality complaints from manufacturing site: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being package. Reasonably suggest device malfunction was yes. Severity of harm was s1. The sample had not been received by the site. Product investigation results on 07feb2020 were as follows: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Complaint class: product appearance complaint subclass: heat cells damaged/leaking.

Event description:
Event verbatim [preferred term] awoke to find a red/brown stain on her sheets which she can only think has come from this wrap [device leakage] , wore them overnight [device use error]. Case narrative:this is a spontaneous report from a non-contactable consumer. A female patient of unspecified age, started to use thermacare heatwrap (thermacare lower back & hip), at an unspecified frequency from an unknown date and for an unspecified indication. The patient medical history and concomitant medication were not reported. Patient used one of the wraps, it would not stick so she used tape to keep them on, she then wore them overnight and awoke to find a red/brown stain on her sheets which she could only think it had come from the wrap. She confirmed that the product had heated up and done the job required. It was only the stain and the non-sticking, she was calling about. The lot number and expiry date was not given as they were not available. The action taken with the thermacare heatwrap and the outcome of the event were unknown. Product quality complaint group indicated following: the information in this report was regarded as either involving an event or a malfunction associated with an s3 or greater severity. The complaint was not classified as an adverse event at the time. The reporter information was not available. At the time, it was not a requirement to investigate when there were no batch details, so the case was trended and closed. The case was transferred to citi. An investigation was created for this complaint and will be completed. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8hr product. Conclusion: according to product quality complaints from manufacturing site: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being package. Reasonably suggest device malfunction was yes. Severity of harm was s1. The sample had not been received by the site. Product investigation results on 07feb2020 were as follows: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Complaint class: product appearance complaint subclass: heat cells damaged/leaking. Additional information has been requested and will be provided as it becomes available. Follow-up (29oct2019, 31oct2019): new information received the ireland product quality complaint group includes: pcom number, and that the complaint was previously trended and closed, but now investigation was created. Removed information from investigation result fields (qc and additional manufacturer narrative fields). Follow-up (07jan2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (10jan2020): new information received from product quality complaint group includes investigation results for the subclass adhesion/fastening defect. Follow-up (07feb2020): new information received from product quality complaint group includes product investigation report. Company clinical evaluation comment: the events "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) and wore them overnight (device use error) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the events "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) and wore them overnight (device use error) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
According to product quality complaints from manufacturing site: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being package. Reasonably suggest device malfunction was yes. Severity of harm was s1. The sample had not been received by the site. Product investigation results on 07feb2020 were as follows: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Complaint class: product appearance complaint subclass: heat cells damaged/leaking. Upon follow-up on 12mar2020, investigation results were as follows: summary of investigation: review of the manufacturing site investigation states that the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include...

Event description:
Event verbatim [preferred term] awoke to find a red/brown stain on her sheets which she can only think has come from this wrap [device leakage] , wore them overnight [device use error]. Case narrative:this is a spontaneous report from a non-contactable consumer. A female patient of unspecified age, started to use thermacare heatwrap (thermacare lower back & hip), at an unspecified frequency from an unknown date and for an unspecified indication. The patient medical history and concomitant medication were not reported. Patient used one of the wraps, it would not stick so she used tape to keep them on, she then wore them overnight and awoke to find a red/brown stain on her sheets which she could only think it had come from the wrap. She confirmed that the product had heated up and done the job required. It was only the stain and the non-sticking, she was calling about. The lot number and expiry date was not given as they were not available. The action taken with the thermacare heatwrap and the outcome of the event were unknown. Product quality complaint group indicated following: the information in this report was regarded as either involving an event or a malfunction associated with an s3 or greater severity. The complaint was not classified as an adverse event at the time. The reporter information was not available. At the time, it was not a requirement to investigate when there were no batch details, so the case was trended and closed. The case was transferred to citi. An investigation was created for this complaint and will be completed. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being package. Reasonably suggest device malfunction was yes. Severity of harm was s1. The sample had not been received by the site. Product investigation results on 07feb2020 were as follows: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Complaint class: product appearance complaint subclass: heat cells damaged/leaking. Upon follow-up on 12mar2020, investigation results were as follows: summary of investigation: review of the manufacturing site investigation states that the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status was not received. Follow-up (29oct2019, 31oct2019): new information received the ireland product quality complaint group includes: pcom number, and that the complaint was previously trended and closed, but now investigation was created. Removed information from investigation result fields (qc and additional manufacturer narrative fields). Follow-up (07jan2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (10jan2020): new information received from product quality complaint group includes investigation results for the subclass adhesion/fastening defect. Follow-up (07feb2020): new information received from product quality complaint group includes product investigation report. Company clinical evaluation comment the events "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) and wore them overnight (device use error) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed. Amendment: this follow-up report is being submitted to amend previously reported information: added investigation results., comment: the events "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) and wore them overnight (device use error) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Event description:
Event verbatim [preferred term] awoke to find a red/brown stain on her sheets which she can only think has come from this wrap [device leakage] , wore them overnight [device use error]. Case narrative:this is a spontaneous report from a non-contactable consumer. A female patient of unspecified age, started to use thermacare heatwrap (thermacare lower back & hip), at an unspecified frequency from an unknown date and for an unspecified indication. The patient medical history and concomitant medication were not reported. Patient used one of the wraps, it would not stick so she used tape to keep them on, she then wore them overnight and awoke to find a red/brown stain on her sheets which she could only think it had come from the wrap. She confirmed that the product had heated up and done the job required. It was only the stain and the non-sticking, she was calling about. The lot number and expiry date was not given as they were not available. The action taken with the thermacare heatwrap and the outcome of the event were unknown. Product quality complaint group indicated following: the information in this report was regarded as either involving an event or a malfunction associated with an s3 or greater severity. The complaint was not classified as an adverse event at the time. The reporter information was not available. At the time, it was not a requirement to investigate when there were no batch details, so the case was trended and closed. The case was transferred to citi. An investigation was created for this complaint and will be completed. Additional information has been requested and will be provided as it becomes available. Follow-up (29oct2019, 31oct2019): new information received the ireland product quality complaint group includes: pcom number, and that the complaint was previously trended and closed, but now investigation was created. Removed information from investigation result fields (qc and additional manufacturer narrative fields). Company clinical evaluation comment: the events "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) and wore them overnight (device use error) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the events "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) and wore them overnight (device use error) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
The information in this report was regarded as either involving an event or a malfunction associated with an s3 or greater severity.

Event description:
Event verbatim [preferred term] awoke to find a red/brown stain on her sheets which she can only think has come from this wrap [device leakage], wore them overnight [device use error]. Case narrative: this is a spontaneous report from a non-contactable consumer. A female patient of unspecified age, started to receive thermacare heatwrap (thermacare lower back & hip), at an unspecified frequency from an unknown date and for an unspecified indication. The patient medical history and concomitant medication were not reported. Patient used one of our wraps, it would not stick so she used tape to keep them on, she then wore them overnight and awoke to find a red/brown stain on her sheets which she could only think had come from this wrap. She confirmed that the product had heated up and done the job required and it was only the stain and the non-sticking she was calling about. The lot number /expiry date was not given as they were not available at time of the report. The action taken with the thermacare heatwrap and the outcome of the event were unknown. The information in this report was regarded as either involving an event or a malfunction associated with an s3 or greater severity. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: the event "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "find a red/brown stain on her sheets which she could only think had come from this wrap" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.